Event description:
Information received from the field does not address the patient's clinical status but notes a decrease in atrial bipolar impedance from 372 ohms to <200 ohms in eight days. X-ray showed a surface lesion on the insulation. Stored egms showed noise on the atrial channel that may be from fractured filars touching together during patient movement.